Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use during a planned/non-emergency treatment when this issue occurred. The procedure was initially delayed but was completed after the system was restarted. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. A review of the logfile indicated that the system was showing pc errors on the flexvision-pc, the host-pc, the image processing-pc or the geo-pc. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced both the flexvision-pc and geo-pc and restarted the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not respond and get stuck at 00:00 and no image would therefore be displayed on the flexvision monitor. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.